Manufacturer narrative:
E1-initial reporter address: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was observed partially detached near the lap joint section and twisted. Microscopic inspection revealed the imaging window was observed detached near the lap joint section. Catheter twist began unknown, could not be performed due to the condition in which the device returned.

Event description:
It was reported that a catheter issue occurred. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross catheter became twisted on the guidewire while advancing in the sheath. The catheter and guidewire were removed together as a unit. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1-initial reporter address: (B)(6) center.

Event description:
It was reported that device twist occurred. The opticross peripheral imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. However, during the procedure, the opticross catheter was twisted on the guidewire while advancing in the sheath. The device was pulled together with the catheter and the sheath. The procedure was completed with another of the same device. There were no patient complications.